Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the customer indicated that the issue was noticed during cleaning of the device and there was no patient involvement or impact to a surgical procedure.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/07/1998 and the last repair was on 12/11/2009 for a non-related issue. Evaluation of the device verified the comb to be damaged. The right end of the roller was gnarled. In addition, the latching pins were worn. Prior to repair, a test mesh was not performed due to the damaged comb; however, the unit was within calibration specifications on both sides. Improper handling and lack of preventative maintenance by the customer most likely caused the damage to the comb. Additionally, improper handling and lack of preventative maintenance most likely caused the damage to the roller, ball detents and latching pins, shoulder bolts, side plates and bushings of the device. The device was serviced and returned to the customer.